Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a single high, out of range hv lead impedance measurement was observed. All measurements in-clinic were in range. Lead will be monitored.